Event description:
It was reported that during a follow-up for an asymptomatic patient, loss of capture was noted. Lead dislodgement was observed via x-ray. The lead was explanted and replaced when repositioning was unsuccessful. The patient was doing well after the procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.